Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and confirmed that system did not boot up. Review of the logfile shows malfunctioning grabber cards. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was not turning on automatically during system boot up and it needs to be manually booted. To resolve the issue, the fse replaced flexvision pc. The defective part was sent for analysis, for flexvision pc, no malfunction was observed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement and implanted correction, the system returned to use in good working order. The codes were updated based on the investigation outcome.